Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming hi-pot testing. The root cause of the hi-pot failure was unable to be positively identified. There is no indication that the defective belt caused or contributed to the patient's death. The patient experienced an asystole event, which is considered a non-treatable non-life sustaining rhythm.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. The belt failed incoming testing.